Event description:
Reportedly, on (B)(6) 2019, the distributor was informed that a patient was infected with (B)(6). On (B)(6) 2019, all systems were explanted due to the infection. A replacement ICD is not yet scheduled as arrhythmia episodes were not confirmed after the implantation and bradycardia pacing is not required.